Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a heel warmer. The customer reports the nurse activated the heel warmer and the contents spilled out into her hand while activating product. The customer further reports that the nurse just washed it off.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.